Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the smart coil became stuck at the distal end of the introducer sheath during advancement. The smart coil was therefore removed and was not used in the procedure. The procedure was completed using other coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was kinked at approximately 77.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds along its length. The introducer sheath was not damaged. Conclusions: evaluation of the returned smart coil revealed that the embolization coil had offset coil winds along its length. If the smart coil introducer sheath is not properly aligned within the hub of the non-penumbra microcatheter prior to advancement, resistance may be encountered. If the device is forcefully advanced against the resistance, damage such as offset coil winds may occur. During functional testing, the smart coil was unable to advance through its introducer sheath due to resistance caused by the offset coil winds. Further investigation of the device revealed a pusher assembly kink. This pusher assembly kink was likely incidental to the complaint. Evaluation of the returned non-penumbra microcatheter revealed an undamaged, functional device. A demonstration smart coil was able to advance through the microcatheter without an issue during functional testing. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.